Manufacturer narrative:
(B)(4). Method: the complaint opt94x adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the hospital and our knowledge of the product. Conclusion: without the complaint device we cannot confirm exactly what may have caused the reported disconnection of the cannula tubing from the nasal prongs after 3 days of use. Based on previous complaints, it is known that the tubing can be accidentally pulled off the manifold by the patient or staff. This is more likely to happen if the opt94x is setup without the white headgear clip and the blue clothing clip. The customer was not able to confirm whether or not the white headgear clip and blue clothing clip were being used at the time of the reported event, which occurred after 3 days of use. The opt94x series adult nasal cannulae are used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt94x series adult nasal cannulae include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the tubing of an opt94x adult nasal cannula (size unknown) had become disconnected from the nasal prongs after 3 days of use. The patient experienced a desaturation and was manually venitilated. No further patient consequences were reported.